Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported when the tracheal cuff was inflated, the nurse found the tracheal cuff shape was irregular. The tracheal cuff has an asymmetrical structure. Customer confirmed a pretest was conducted before patient use. There was no patient injury.